Event description:
The customer got a reading of 90mg/dl from her adc device in 2006. Because of her symptoms her husband called the paramedics. The paramedics got a reading of 32mg/dl on the hcp meter. The paramedics were not able to give her glucose tablets. She was brought to the hospital and was diagnosed with hypoglycemia. The adc device reading is not consistent with her hospital diagnosis.